Event description:
Boston scientific received info that this right atrial (ra) lead exhibited an increase in impedance measurements since the implant procedure. At this time, the specific measurement in unknown. No adverse pt effects were reported. Additional info indicates that the pacing impedance measurements were 800 to 1000 ohms with no capture at 5.0 volts at 2.0 milliseconds. If additional info is received, this report will be updated. The type of intervention performed, if any, is unknown.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Possible malfunction with no known intervention.